Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched and evaluated the au680 chemistry analyzer. The fse inspected the instrument and as troubleshooting measure cleaned ise (ion selective electrode) module and replaced the ise buffer syringe. The fse upon further troubleshooting determined the primary failure mode was due to faulty ise reference (ref) solenoid valve. The fse replaced ise ref solenoid valve to resolve the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Initial reporter customer phone #: (B)(6). Beckman coulter internal identifier case-(B)(4).

Event description:
The customer reported the generation of erroneously low sodium (na) patient results and high chloride (cl) patient results involving their au680 clinical chemistry analyzer. The erroneous results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics, and the exact number of patients affected is unknown. The customer provided two (2) examples of patient results.